Event description:
It was reported that the patient presented for a follow-up in the clinic, post-procedure. The lead was found to be dislodged and the dislodgement was confirmed via an x-ray. The physician elected to re-position the lead to resolve the issue but during the maneuvering, the helix of the lead failed to be retracted. The lead was explanted and replaced. The patient experiences no consequences.